Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorrhagia (bleeding between(b/w) periods)"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between(b/w) periods),anemia, blood/heart disorder, general abnormal bleeding. Discrepancy date(s) of insertion: (B)(6) 2009, 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, anemia, blood/heart disorder, general abnormal, bleeding, psych injury, perforation: uterus, bladder problems, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 45-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood loss anaemia and diabetes. Concurrent conditions included obesity, sciatic nerve injury, dysfunctional uterine bleeding and coronary artery disease. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In july 2011, the patient experienced vaginal discharge ("vaginal discharge"). In august 2011, the patient experienced fatigue ("fatigue"). In january 2012, the patient experienced urinary incontinence ("bladder problems: bladder leakage") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 11 months after insertion of essure. In january 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorrhagia (bleeding between(b/w) periods)"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, psychological trauma, urinary incontinence, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between(b/w) periods),anemia, blood/heart disorder, general abnormal bleeding. Discrepancy date(s) of insertion: 08-jan-2009, 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan vagina - in january 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical record:fatigue, vaginal hemorrhage, menorrhagia, menometrorrhagia. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and medical records received : lot number was added. Reporter information lab data, medical history, concomitant history was added. New event " abnormal bleeding (vaginal)" was added. Bladder problem updated to bladder leakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 45-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood loss anaemia and diabetes. Concurrent conditions included obesity, sciatic nerve injury, dysfunctional uterine bleeding and coronary artery disease. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder problems: bladder leakage") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 11 months after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorrhagia (bleeding between(b/w) periods)"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, psychological trauma, urinary incontinence, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between(b/w) periods),anemia, blood/heart disorder, general abnormal bleeding. Discrepancy date(s) of insertion: (B)(6) 2009, 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical record:fatigue, vaginal hemorrhage, menorrhagia, menometrorrhagia lot number:626903, manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.